Event description:
This is report 2 of 4. This is a report of peritonitis, small bowel obstruction, septic shock, low blood pressure, and hypovolemia and in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient was doing pd exchange at night. The patient had a surgery done on her catheter ten days before hospitalization. On an unreported date, the patient experienced small bowel obstruction. The patient experienced septic shock and low blood pressure. On that same day, the patient also experienced hypovolemia, peritonitis and ileus (also described as small bowel obstruction) which manifested as constipation. The patient was hospitalized for these events. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics for septic shock and peritonitis. The cause and treatment rendered for all the other events were not reported. The patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893743. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).